Event description:
During an endoscopy procedure, a cook instinct endoscopic hemoclip was used. The clip was tested and it opened prior to inserting into colonoscope channel. Once advanced down the colonoscope channel and exiting the distal end, the user was unable to open clip when trigger was pulled back. Upon second attempt to open the clip, the clip opened and gell off in the pt. Clip had to be removed and another instinct clip was used to control the bleeding. A section of the device did not remain inside the pt's body. Other than removing the clip and using another clip to stop the bleeding, the pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience an adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: a prod evaluation was not performed in response to this report because the prod said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the prod that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the prod said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The instructions for use state: uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Caution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip. The instructions for use state: with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope or colonoscope. Caution: holding handle spool during clip advancement may prematurely deploy clip. The instructions for use state: removing undeployed device through a retroflexed scope can cause detachment of clip. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the qual engineering risk assessment. Qa will continue to monitor for a complaint trends and reassess the risk assessment results as post market feedback continues to become available.